Manufacturer narrative:
Pending follow-up information regarding causality of seroma. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report a seroma at the catheter site. Reporter stated that no volume discrepancies were observed. Reporter stated that a pump and catheter explant occurred. Please note that catheter issue is being captured through MFR 3010079947-2020-00346.

Event description:
Additional communication stated that the explanted pump was likely discarded. Additionally, the patient did have a seroma shortly after implant procedure. Patient returned to the office around a month later to have the seroma drained. Physician notes mentioned that the cause of the seroma is unknown and commonly seen after an implantable device procedure.

Manufacturer narrative:
Additional information: b5 corrected information: b3, h6 a review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. The cause of the seroma was unknown. Per the instructions for use of the device, pump pocket seroma is a known possible risk of use of the device. Internal complaint number: complaint- (B)(4).